Manufacturer narrative:
Complaint allegation is confirmed. Visual evaluation, it was determined that the bio-pushlock was broken, and the eyelet was warped. Functional testing was not performed due to the damage to the implants. The method used to prepare the bone, as well as the bone quality encountered, was provided. The most likely cause of the reported failure can be attributed to user error due to misaligned insertion or improper leveraging of the device during the insertion process.

Event description:
On 2/05/2024, it was reported by an arthrex subsidiary employee via email that an ar-1922bc suture anchor broke during insertion. All fragments were retrieved from the patient. The case was completed using another new ar-1922bc suture anchor with no secondary procedure needed. This was discovered during a rotator cuff repair surgery on (B)(6) 2024..

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.